Event description:
It was reported that the pump had alarmed with a red screen displaying error code # 46228. Troubleshooting was performed but the alarm persisted. The medication that was administered was 5fu. No patient harm had occurred. The event occurred while in use with a patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.